Event description:
The customer reported the ventilator was alarming during use on a patient. The customer reported there was no patient harm. As the device was out of warranty, the biomedical engineer contacted mfrs product support (pse) and reported upon review of the device diagnostic log he noted an occurrence of an oxygen not available alarm indicating oxygen support has been discontinued. Loss of the oxygen source can be detrimental to a patient. The biomedical engineer reported performance verification testing passed. The pse advised the customer to assess the oxygen source and regulators that may have been in use.

Manufacturer narrative:
Device out of warranty; no mfrs service requested.